Event description:
Reportedly, the hearing performance with the device is affected after the user fell and hit her head on the implant site on (B)(6) 2021. Recipient was reimplanted on (B)(6) 2021. This report refers to 9710014-2021-00533. For further information please refer to this report.